Event description:
The device was explanted when it could not be interrogated.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
The loss of communication was due to a low battery voltage. The battery was returned to the vendor for further evaluation. It was reported that an internal short was present in the battery. This internal short is believed to be responsible for the low battery voltage, which led to the loss of communication in the field.